Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the patient's programming history, it was found that a faulted system diagnostic test was performed on (B)(6) 2008, which changed the patient's settings. Although the patient's device was re-programmed after the test, not all of the settings were adjusted.